Manufacturer narrative:
(B)(4). Retainer ring=clear. On (B)(6) 2021 customer called in with the following concern: customer has had several episodes of error 45. P-cap locked in place properly during testing. Inulin pump was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Inulin pump passed the displacement test and self test. Audio options screen was set to low and high volume and all volume settings functioning accordingly to settings. No volume anomalies noted during testing. No pump error 45 alarm noted during testing. However, on (B)(6) 2022 pump error 63, 23 and 25 were recorded. Pump error 63 variable info=03. Per r&d investigation pump error 63 was cause by ambient light failure. Problem isolated to electronic assemblies. Inulin pump was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. Inulin pump received with cracked retainer, cracked keypad at select button, scratched case and faded serial number label. In conclusion customer allegation was not confirm. No pump error 45 alarm noted during testing or in download history files. However, pump error 63, 25 and 23 were recorded. Isolate to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and receive request to rewind the insulin pump and complete rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of device.